Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons does not respond immediately when being pressed. No significant event leading to keypad anomaly was observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, or verify auto mode operation due to no button response. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.